Event description:
It was reported that a patient underwent a fess and septoplasty procedure on (B)(6) 2021 and suture was used. During the procedure, the suture snapped while the surgeon was suturing. The procedure was delayed for an undetermined amount of time. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary . After visual inspection of an image received for evaluation. A foil packet and a single arm strand break of the product code suture vcp310h. The suture appears to be damaged and under extreme tension, the needle is detached. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Additional information was requested, and the following was obtained: can you please confirm, how many minutes did the surgery was delayed? Response: unsure as it was not timed by hcp. Can you please describe, did the patient suffer from any consequence due to the delay? If yes, can you please explain: response: no patient consequences was noted. Can you please describe what was used to complete the procedure? Response: a new pack of suture of the same specification was used. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ug /m.